Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received error on their insulin pump. It was reported that the customer received replace battery alert twice in one day, and once more the following day. The customer's blood glucose level was reported to be 198mg/dl. Troubleshoot was reported to be conducted. It was reported the customer was receiving replace battery now alarms without low battery warning. It was reported that the pump would be replaced and returned for analysis.